Manufacturer narrative:
Article was erroneously omitted from original report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Patient age ((B)(6)) is representative of the mean patient age for patients involved in this study/article. Patient gender (male) is representative of the gender of the majority of patients involved in this study/article. If information is provided in the future, a supplemental report will be issued.

Event description:
Barber, p.a., liu, q., brew, s. Mcguinness, b., hope, a., moriarty, m., campbell, d., tse, d. (2015) endovascular clot retrieval for acute ischaemic stroke: the auckland city hospital experience. The new zealand medical journal, 128(1423), 57-62 it was reported that 6 patients involved in the study died. 2 patients, one from the posterior circulation occlusion group and one from the "rescue" group, experienced symptomatic intracranial hemorrhage and ultimately died. 1 other patient from the posterior circulation occlusion group and 3 other patients from the "rescue" group also died post-procedure. These events were noted for patient death. The patients in the posterior circulation occlusion group all had severe disability at admission with 8/10 patients having nihss score of 22 or more. In the "rescue" group, prior to the solitaire fr procedure, all patients had very severe disability. 5 of the patients had strokes while already admitted to the hospital and the sixth patient was admitted with multiple medical comorbidities and a fixed dilated pupil upon admission. All but one of the "rescue" group patients had nihss score of 24 or more prior to the thrombectomy procedure. No solitaire fr device malfunctions or intra-operative complications were noted in relation to this study.